Manufacturer narrative:
(B)(4). Batch # x94j87. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If the product or product ID numbers are received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure that on the second firing with a gold reload and the third with a blue reload there were one staple on each firing that was protruding from the staple line. The gold was in the middle of the staple line and the blue was near the beginning. An additional device was not needed. Surgeon threw a few stitches over the area for reinforcement. There were no adverse consequences for the patient.